Event description:
It was reported that prior to implant of the lead, the screw-in mechanism was exercised before lead insertion into the patient. The helix did not extend gradually after the required number of turns, but jumped out suddenly. The lead was not implanted and replaced with another lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that prior to implant of the lead, the screw-in mechanism was exercised before lead insertion into the patient. The helix did not extend gradually after the required number of turns, but jumped out suddenly. The lead was not implanted and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.